Manufacturer narrative:
Analysis was able to confirm the customer comment of a generated error and it was noted that the main printed circuit board was out of specification in an electrical manner. It was additionally noted that the upper case was dented and broken by the keypad, the lower case and hanger assembly were broken, the battery drawer was sticking due to the main seal inside of the device by the battery drawer, the main seal was pinched and damaged, all four knobs as well as the keypad were contaminated and the window was scratched. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. It was additionally noted that it was requested to be treated as a warranty repair. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.